Event description:
The customer received blood glucose readings of 246, 232, 217, 261 and 257 mg/dl from her contour meter and readings of 117, 112, 129, 109 and 83 mg/dl from another meter. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.